Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebu1424 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that before opening the package, foreign material was found in the package. The device was not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of foreign material present in the package is confirmed to be manufacturing related. One sealed powertrialysis kit was returned for investigation. A length of black fiber was observed near the outer product label. The fiber was within the outer packaging. The outer package was opened and the inner kit was slid out. The fiber appeared to be a length of hair and was present on top of the sealed inner kit. As the kit returned was sealed and a foreign material was present within the packaging, the complaint is confirmed to be manufacturing related. A lot history review (lhr) of rebu1424 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that before opening the package, foreign material was found in the package. The device was not used on a patient.